Event description:
Additional information was received that the pipeline was placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marksman catheter was kinked. The patient was undergoing pipeline shield deployment. It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery. It was reported that deployment of the shield was not smooth, and the catheter was found to be kinked after withdrawal. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with the event. Additional information was received reporting the deployment of the stent was not smooth, but the stent was basically released. After withdrawing from the system, it was found that the soft section of the stent was bent. No resistance occurred. There was no damage to the pipeline pushwire observed. The pipeline was safely implanted. Additional information was received clarifying that during the stent deployment process, the guide wire was pushed forward but the stent was not deployed accordingly. The stent was deployed only after the guide wire continued to be pushed forward for a certain length. There was a slight kink in the middle of the stent, which was successfully lifted after adjustment. The stent was implanted without damage, but the marksman was bent.